Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. One used pcm unit was received for evaluation. Visual inspection of the pcm unit shows no signs of physical abnormality that could have caused the reported condition. A functional test was subsequently performed on the pcm unit by connecting the pcm unit to a 10ml syringe, then filling the pcm's reservoir with water. After fill, flow was not observed coming out of the pcm¿s luer. Flow was observed only when the pcm¿s white button was manually pushed. The fluid that came out of the pcm¿s luer was within the specification of the product. When the syringe¿s plunger was continuously pushed, drips of fluid was observed coming out of the pcm¿s luer. The syringe¿s plunger should not be continuously pushed after the pcm¿s reservoir has been filled with solution because this is not how the product is designed to be used. Based on the evaluation finding, the reported condition of free flow was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown drug solution was free flowing without pushing the patient control module button during filling. There was no patient involved. No additional information is available.